Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During preparation, it was noticed that the balloon would not deflate. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event.